Manufacturer narrative:
Eval summary: the complaint device associated with this report was not received for eval. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 173063f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 173063f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested by phone on 05/26/2010, 06/07/2010, and 06/08/2010. Medical records were received on 06/07/2010. (B) (4). (B) (4).

Event description:
Adverse event(s): "burning sensation" (burning sensation): "superficial punctate keratitis and chemical keratitis" (keratitis); "red (red eye(s)); "tears" (tearing excessive). Product problem(s): "none reported" (no info). A technician reported, a pt experienced a chemical burn in both eyes following the use of the product. She stated that she rinsed her gas permeable lenses with the product and attempted to insert her lenses in her eyes and immediately they began to burn. She noted, they attempted to insert her lenses several more times but she had the same reaction. She reported the doctor evaluated the pt's eyes and discovered that she had a chemical burns in both eyes. On 07/06/2010, additional info was received from the optometrist. He stated, the pt experienced burn in both eyes, red eyes, and tears following the use of this product. Upon examination, he noted, superficial punctate keratitis and chemical keratitis. He noted, the consumer did not experienced a chemical burn, but a strong burning sensation. He stated, he prescribed the pt a corticosteroid and artificial tears and the pt's symptoms have resolved.